Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip (side not reported) was revised. Surgeon reported that there was evidence of metallosis. Primary procedure was performed 10-12 years ago at cape cod hospital. Patient was revised to a restoration modular with a 32 biolox head.

Manufacturer narrative:
An event regarding disassociation involving an metal head was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was carried out on the photographs supplied, no product was returned. Nothing of noted could be detected on the supplied photographs. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: "despite the limited clinical information, it is clear that the cup has significant malposition in absent anteversion which is very relevant to the failure mechanism of this case: total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. Inclination of the cup is normal but in clinical practice anteversion issues play a much more important role to contribute to overload in the bearing section of the arthroplasty due to edge loading, impingement, subluxation or otherwise adverse biomechanical effects. Lack of cup anteversion promotes impingement in flexion and/or internal rotation representing a clear overload condition. It should be mentioned that also the use of a skirted head has played a role in this condition. The choice for a long and thus skirted neck femoral head may have been justified by leg length or offset and stability requirements, however the drawback of skirted heads is the reduction in effective rom of the hip arthroplasty. Rom of an arthroplasty is generally determined by the relation between effective diameter of femoral neck and diameter of femoral head. The thinner the neck, the larger the rom, the same is true for larger head size. Obviously there are limitations to such by geometry and strength requirements but the fact remains that a skirted femoral head will result in impingement between skirt rim and cup rim much earlier than a non-skirted femoral head of same diameter where the thinner effective neck diameter will provide larger range of motion limits. - if the surgeon had been aware of the potential issue, implantation of the stem at a slightly higher level, might have allowed the use of a +0 or +5-mm head that both contribute to larger range of motion. Procedure-related factors: cup malposition in absent anteversion. Use of skirted femoral head as secondary contributing factor. Patient-related factors. Device-related factors: none. Diagnosis: cup malposition in absent anteversion with use of a skirted femoral head as secondary contributing factor has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with disassociation of the femoral head from the taper requiring revision. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided x-rays by a clinical consultant indicated: "cup malposition in absent anteversion with use of a skirted femoral head as secondary contributing factor has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with disassociation of the femoral head from the taper requiring revision". No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's hip (side not reported) was revised. Surgeon reported that there was evidence of metallosis. Primary procedure was performed 10-12 years ago at cape cod hospital. Patient was revised to a restoration modular with a 32 biolox head.